Manufacturer narrative:
The following field was updated with additional information received from fse: b.5. Describe event or problem: it was reported that 70% ethanol alcohol sprayed in face while performing pm with a facsaria¿ flow cytometer. The following information was provided by the initial reporter: it was reported that the fse was sprayed in the face with 70% ethanol alcohol while performing a routine preventative maintenance call. The filter bleeder valve pn 661744 was the cause of the issue, and has previously been identified as inadequate/risky due to design issues. Additionally, fse provided the following additional information: when replacing the filter for e shutdown, the 70% ethanol sprayed my in the face and eyes and drenched me. I had to be escorted to the eye wash station by (B)(6), my customer, because I was afraid to open my eyes. I rinsed my eyes and face for two minutes. Then I called ehs and went to a concentra site to get checked out at the ehs request. Everything was fine with my checkup at the concentra urgent care. Additionally, on (B)(6) 2020 the fse provided the following additional information: "what type of ppe was being worn?" The fse's response "face mask, lab coat, gloves. Eye protection only when hood open for laser stuff."

Event description:
It was reported that 70% ethanol alcohol sprayed in face while performing pm with a facsaria¿ flow cytometer. The following information was provided by the initial reporter: it was reported that the fse was sprayed in the face with 70% ethanol alcohol while performing a routine preventative maintenance call. The filter bleeder valve pn 661744 was the cause of the issue, and has previously been identified as inadequate/risky due to design issues. Additionally, fse provided the following additional information: when replacing the filter for e shutdown, the 70% ethanol sprayed my in the face and eyes and drenched me. I had to be escorted to the eye wash station by (B)(6), my customer, because I was afraid to open my eyes. I rinsed my eyes and face for two minutes. Then I called ehs and went to a concentra site to get checked out at the ehs request. Everything was fine with my checkup at the concentra urgent care. Additionally, on (B)(6) 2020 the fse provided the following additional information: "what type of ppe was being worn?" The fse's response "face mask, lab coat, gloves. Eye protection only when hood open for laser stuff."

Event description:
It was reported that 70% ethanol alcohol sprayed in face while performing pm with a facsaria¿ flow cytometer. The following information was provided by the initial reporter: it was reported that the fse was sprayed in the face with 70% ethanol alcohol while performing a routine preventative maintenance call. The filter bleeder valve pn: 661744 was the cause of the issue, and has previously been identified as inadequate / risky due to design issues. Additionally, fse provided the following additional information: when replacing the filter for e shutdown, the 70% ethanol sprayed my in the face and eyes and drenched me. I had to be escorted to the eye wash station by (B)(6), my customer, because I was afraid to open my eyes. I rinsed my eyes and face for two minutes. Then I called ehs and went to a concentra site to get checked out at the ehs request. Everything was fine with my checkup at the concentra urgent care. Additionally, on 2020-08-05 the fse provided the following additional information: "what type of ppe was being worn?" The fse's response "face mask, lab coat, gloves. Eye protection only when hood open for laser stuff."

Manufacturer narrative:
H.6. Investigation: scope of issue: the scope of issue is only limited to part#: 334078 and serial#: (B)(6). Problem statement: the reported complaint is on a facsaria flow cytometer 2 laser w / acdu- 334078 where a field service engineer (fse) was sprayed in the face with 70% ethanol from the filter. Manufacturing defect trend: there are zero qns (quality notifications) related to the reported issue. Date range from 30jun2019 to date 30jun2020. Complaint trend: there are zero similar complaints related to this issue. This is the only one, #: (B)(4). Date range from 30jun2019 to date 30jun2020. Manufacturing device history record (DHR) review: review of DHR part#: 334078, serial#: (B)(6), file#: (B)(4), was reviewed. The instrument met all the manufacturing specifications prior to release. Investigation result / analysis: the investigation was performed and based on the review of the complaint trend, defect trend, DHR, capas and the risk analysis, the root cause of the issue was due to a faulty bleeder valve of filter#: 661744 filter quick conn fem fem 0.2um ppl. This is a known design issue with filter#: 661744. It was confirmed by the fse that the ethanol exposure occurred while purging the bleeder valve. A new filter, part#: 653865, has an improved bleeder valve to reduce the risk of ethanol exposure. The new filter has been released and have started to ship out to customers and the field services team per CAPA: 682450. Filter#: 653865 will replace faulty filter#: 661744. This filter is used for sheath and ethanol tank and it has been implemented to the facsaria product family since mar-2018. CAPA: 682450 was previously initiated to further investigate complaints involving fluid (sheath or ethanol) leak from the bleeder valve or cracked filter capsule shell for facsaria product family. Product risk documentation has been updated as required as part of the CAPA investigation and implementation activities. Although the fse was wearing a face mask, lab coat, gloves, and eye protection only when hood open for laser stuff (safety alignment task#: 1721830) during the incident, he was quickly treated by rinsing his eyes for two minutes at the customer¿s eye wash station. The fse checked out ok at the local concentra urgent care and is doing fine with no adverse damages being reported. The safety and risk of the fse is categorized as moderate per risk management file, #:(B)(4) revision 08 - facsaria product family risk analysis, as the effects of ethanol exposure causes minor skin irritation, eye irritation when in contact with the eyes, no permanent damage, and potential reversible corneal damage if high pressure spray were to hit the eye directly. Service max review: review of related work order#: n/a, case#: (B)(4). Install date: on (B)(6) 2003. Defective part number: 661744 - filter quick conn fem fem 0.2um ppl work order notes: subject / reported: field service engineer was sprayed in the face with 70% ethanol. Problem description: fse, (B)(6) was sprayed in the face with 70% ethanol while performing a routine preventative maintenance call. The filter bleeder valve pn: 661744 was the cause of the issue, and has previously been identified as inadequate / risky due to design issues. The new filter pn: 653865 has an improved bleeder valve to eliminate the inadequacy and the risk. The new filter has been released and have started to ship out to customers and the field services team. The bleeder valve was previously identified as a point of failure of the filter, and was identified by the fse as the cause of the ethanol exposure. Work performed: n/a, cause: n/a, solution: n/a. Returned sample evaluation: a return sample was not requested because the issue with the filter was already known and the faulty part will be discarded. Risk analysis: risk management file part#: 648282ra revision 08, facsaria product family risk analysis was reviewed. No new hazard have been identified and the current mitigations are sufficient. Hazard(s) identified? Yes, no. ID: 2.2.1. Hazard: chemical spray onto the user or surrounding personnel. Cause: loosening of the bleeder valve of the sheath or ethanol filter by the user during purging of trapped air. Harmful effects: minor skin irritation, eye irritation if fluid comes into contact with the eye, no permanent damage, potential reversible corneal damage if high pressure spray were to hit the eye directly. Risk control: CAPA: 682450 investigated this issue and corrective action was to qualify a new filter. Design fmea 10000490086, rev a documents the fmea for the new filter. Implementation verification: a. Reliability protocol 10000470910, rev b. B. System verification protocol 10000485361 rev a. C. System validation protocol 10000415274 rev a. Effectiveness verification: a. Reliability report 10000486510, rev a. B. System verification report 10000485362 rev a. C. System validation report 10000415276 rev a. Probability: 1, severity: 3, risk index: 3, residual risk evaluation: a, new hazards: none. Mitigation(s) sufficient: yes, no. Root cause: based on the investigation results the root cause is due to a known design issue with filter#: 661744. Conclusion: based on the investigation results, the complaint root cause of why the fse was sprayed in the face with 70% ethanol is a known design issue with filter #: 661744. A new and improved filter will be sent to replace the previous filter model. The fse was quickly treated with minor injuries and is doing fine with no adverse damages being reported.

Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 70% ethanol alcohol sprayed in face while performing pm with a facsaria¿ flow cytometer. The following information was provided by the initial reporter: it was reported that the fse was sprayed in the face with 70% ethanol alcohol while performing a routine preventative maintenance call. The filter bleeder valve pn 661744 was the cause of the issue, and has previously been identified as inadequate/risky due to design issues. Additionally, fse provided the following additional information: when replacing the filter for e shutdown, the 70% ethanol sprayed me in the face and eyes and drenched me. I had to be escorted to the eye wash station by (B)(6), my customer, because I was afraid to open my eyes. I rinsed my eyes and face for two minutes. Then I called ehs and went to a (B)(6) site to get checked out at the ehs request. Everything was fine with my checkup at the (B)(6) urgent care.